Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on an unknown date for unspecified reasons. A new aus device consisting of a 5.0cm cuff, 61cm prb and control pump was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.